Event description:
A malfunction alarm with the code malf 0 was reported, and no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. A pump reset was performed with assistance from technical support, and the customer was instructed to continue using the pump while monitoring for any recurring malfunction codes, which did not occur after the reset.